Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Event description:
Information provided by the optometrist indicated that the patient also reported dryness and pain in the right eye, around the time the event was reported, and additional prophylactic medications had been prescribed. In a follow up, the nurse reported that the patient was doing well during his one month postoperative visit. The patient had discontinued the medication and the vision was stable.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that five days following lasik surgery, the inferior edge of the corneal flap became inflamed in the right eye. The patient reported irritation in the affected eye. The patient was treated with increased topical steroid drops. According to the optometrist, the proximity of the corneal vessels contributed to the event. Additional information has been requested.